Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) a pneumatic interface module leak test failure occurred. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue reported replaced the pneumatic module assembly . All manifold tests passed. Subsequently, the stm completed a pm, and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) a pneumatic interface module leak test failure occurred. There was no patient involvement, and no adverse event reported.